Manufacturer narrative:
Since the reporter did not respond to neuronetics' attempted outreach for additional information, it was impossible to conduct a thorough investigation and confirm that the person was treated with a neurostar device. Based on the information provided no cause can be attributed but reporting out of an abundance of caution.

Event description:
Neuronetics' social media monitor forwarded a post alleging tms treatment caused chronic migraines and memory loss.